Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380. Name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Zip four: 1219.

Event description:
It was reported on (B)(6) 2026 that patient experienced high blood glucose level (198 mg/dl) and treated with correction bolus via pump.